Event description:
A consumer reported that she received burns on her breast from hot water that spilled from the personal steam inhaler. She stated that she went to reposition the device during use and accidentally overturned it, causing hot water to spill onto her chest. The severity of the injuries is unknown, but the patient stated that she required medical attention for her injuries. The instructions for proper use have clear warnings that state "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water" as well as, "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury."